Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701077144.

Event description:
The event occurred in germany during priming procedure. It was reported that a leakage was detected at higher rpms while preparing the hls set for ECMO. The leak was only noticed at 5 a.m. When the speed was increased to 4000 rpm. The leak was identified at the cone of the pre-oxygenator three-way connector. When running at 1000 rpm until around 8.00 am, a significant amount of water was lost and the system started to draw air. The customer replaced the luer connector with a different one; however, the leakage persisted. The hls set was never used on a patient, and no harm to any person has been reported. A leakage during priming can lead to a delay in treatment and can also occur during treatment, therefore a report is required. Complaint ID# (B)(4).